Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The customer's meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue on coaguchek xs serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer explained that the meter would not remain on when the power button was pressed. The display shows a series of lines in the test result field and then the meter beeps and turns off. There was an attempt to perform a display check but the meter would not respond. It was noted that the meter would only respond after the power button was pressed and released. The customer then stated that the meter showed two flashing segments and then shut off. The segments were located in the 'rightmost 8 in the results field of the device.' The 'upper left and upper right segments of the 8' were shown but the other segments were missing. The customer then cleaned the contacts and reinserted batteries. The meter was then turned on showing the same two flashing segments. The display issue did not lead to a misinterpretation of results.